Event description:
Patient reported "deflation", "nausea", "bruising", "pain", "fatigue", "brain fog", "whole right side of body is slumped", "sick", "dizzy", "lethargic", "hot and cold", "dehydrated" and "excruciating pain. This record is for right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.